Manufacturer narrative:
Film evaluation summary: the exact cause of the reported suprarenal stent did not completely deploy and apices of the suprarenal stent were stuck inside the spindle cannot be conclusively determined from the pre-implant sw and a still image provided. Pre-implant films and additional films during implant were not provided. The image provided showed that the apices of the suprarenal stent were clear of the spindle, but was stuck within the tapered tip sleeve, which was advanced ~ 13 mm above the spindle. The image provided only showed the proximal portion of the bifurcate and the image provided was non-contrast; a complete assessment of the anatomy and device configuration cannot be performed. The pre-implant sizing worksheet indicated that the aortic neck was mildly to moderately angulated with tortuousity and contained mild thrombus. It is possible that the angulated aortic neck with presence of thrombus may have led to increased difficulty in deploying the stent graft and additional manipulation of the delivery system during deployment, which resulted in the reported events.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. The proximal aortic neck was approximately 32-24 mm in diameter and 24mm in length. The proximal neck angulation was mild to moderately tortuous with mild thrombus present. It was reported that during the index procedure the suprarenal stents did not completely deploy when the blue thumbwheel had been rotated all the way. The tips of the suprarenal stents were stuck inside the spindle and the physician had to disassemble the back of device to manually deploy the suprarenal stents, which was successful. Per the physician, the cause of event was related to patient's anatomy; the device had to be pulled down with a lot of force to keep it from creeping up during use and the physician believes that the downward pressure and pulling must have lodged the stent into the spindle. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.